Event description:
Metal end of toothbrush has broken the head started falling off - oral-b [device breakage]. Metal end of toothbrush. Worn away - oral-b [device physical property issue]. Case narrative: female consumer via e-mail stated that the metal end of her oral-b toothbrush, model 3772, broke and the oral-b toothbrush head started falling off while brushing. It looked like it had worn away. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.